Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 386 mg/dl and 148 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.